Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D4 - please disregard previously reported product information. G4 - please disregard previously reported information. H3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of instability. The reported instability could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6 - component code, type of investigation, investigation findings, investigation conclusion.

Event description:
It was reported that this patient's hip was revised for a second time. Revised due to mechanical instability. Surgeon changed to a longer head.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.